Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that 3 days after implant, the patient fell and since the fall their stimulation was no longer in the correct area. The stimulation was for their back, however since the fall, the stimulation was only in their right calf and foot. The patient had reprogramming sessions but they didn't resolve the issue. The patient also had at least one revision, may have had two, but neither revision resolve the issue either. The patient got a new doctor who had tried reprogramming again without resolve, so they decided they would replace the system. It was noted the patient was getting an MRI due to this issue. MRI compatibility was reviewed and the caller was redirected to the doctor to discuss their symptoms. No further complications were reported or anticipated.